Event description:
It was reported that during a nephrectomy procedure, while stapling across the right renal vein, there was excessive bleeding and the staples were not properly formed. Ten extra minutes to control bleeding with electrocautery. It was not reported how the case was completed. No patient consequence.